Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for a post implant follow up. It was noted that the patient was experiencing atrioventricular nodal reentry tachycardia episodes. It was treated with medication. Patient returned for follow up on (B)(6) 2018 after experiencing fatigue and drowsiness. Upon interrogation it was noted that the patient was still experiencing atrioventricular nodal reentry tachycardia episodes. Patient presented in the operation room for an ablation procedure. Upon fluoroscopy it was noted that the right atrial lead had dislodged. The lead was successfully repositioned.